Event description:
In 9/1997 pt was working as an o.r. Nurse and lifted a heavy x-ray case and felt and heard a loud pop. X-rays showed the plate to be broken. In 1/2000 pt injured left wrist while working with a combative pt. During removal in 2000 surgeon observed the screwshad excellent purchase and that the fracture site had healed.

Event description:
A distal radius plate, implanted in 1996 for a compound fracture of the left distal radius with ulnar dislocation, was noted as broken in 1997. Plate was implanted with a bone graft. Pt was splinted and continued to work as an or nurse. Plate was removed in 2000.